Manufacturer narrative:
Date of implant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient has candidae (yeast growth) around ipg site. As a result, surgical intervention took place wherein the ipg was explanted to address the issue.